Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that stated a tech was sprayed in the eye with medication. The pt was receiving the medication via a deltoid needle. During the injection the needle became detached from the syringe and drug sprayed into the eye of the technician. The tech performed an eye rinse procedure and reportable has no incident related medical sequela.